Event description:
The customer reported that she was hospitalized due to a diabetic coma, with a blood glucose reading of 1100 mg/dl. The customer stated that the insulin pump was not working, and was found by her husband. The customer was unable to troubleshoot at the time of the call, and stated that she would call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.